Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The heartmate 3 instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Anticoagulation therapy and inr ranges are outlined in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room with subdural hematoma. The patient arrived unresponsive with no trauma noted. The neurology team administered kcentra and the doctor called the clinical specialist to inquire about international normalized ratio (inr) recommendations. The patient presented with inr of 3.1, but had dropped to 1.5 after kcentra. Inr recommended range was given as 2-3, however it was recommended the doctor contact implanting center for their recommendations. The doctor stated that they would be calling to implanting center in the morning to check if inrs were more forgiving for hm3, as opposed to hm2. On (B)(6) 2019 it was reported that the patient expired on (B)(6) 2019 from the subdural hematoma. The death was not considered device related and no vad issues were reported. No additional information was reported.